Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had received a replacement insulin pump and had been trying for days to set it up. They could not get it going so the customer's blood glucose level was over 400 mg/dl. The customer put on the old insulin pump and treated the high blood glucose with it. They declined troubleshooting for the high blood glucose. They were assisted with programming the insulin pump. The device will not be returned for analysis.